Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-550 ventilator made a loud audible alarm sound for about 10 seconds, and then the graphic user interface (gui) touchscreen went black. The ventilator appeared to not be operational during the restart but began working right away again. There was no patient harm, and the patient was placed on another ventilator. The debug logs confirmed a system reset, and ventilation resumed within 19 seconds at the previous set settings.

Manufacturer narrative:
Evaluation completed.